Event description:
It was reported that balloon rupture occurred. Ipsilateral approach was performed to anterior tibial artery occlusion. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left below the knee vessel. After a 6f non-boston scientific (bsc) introducer sheath was introduced, a micro-jupiter fc guidewire crossed the lesion. After jupiter fc, it was replaced with a non-bsc guidewire and subsequently crossed with another non-bsc guidewire. A 6f non-bsc guide catheter was engaged, and a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilatation. The balloon was inflated three times, 6 atmospheres (atm), 8 atm and 14 atm each for 30 seconds. However, during the third inflation, the balloon ruptured. The lesion was subsequently pre-dilated with a balloon catheter size increased to 2mm x 40mm x 145cm coyote es. The balloon was inflated three times, 6 atm, 8 atm and 14 atm each for 30 seconds but the balloon also ruptured during the third inflation. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported and the patient condition was good.